Event description:
A report was received that the patient was charging the ipg frequently. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient¿s revision was cancelled and no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was charging the ipg frequently. The patient will undergo an ipg replacement procedure.